Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 25-oct-2022. H6: investigation summary: fifteen open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on all returned samples and a bent non patient end of cannula was observed on twelve samples and a broken non patient end of cannula was observed on the remaining three samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out upon priming.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out upon priming.